Event description:
It was reported that the heartmate system monitor showed zero pump speed, pulsatility index (pi) with no associated alarm several times, and the flow decreased. The system monitor was turned off and on again which seemed to have resolved the issue. An attempt was done to reload the monitor software, but "software upgrade open error, system halt!" Message appeared on the screen with no possibility to restart the software upload. The monitor could not be turned on without getting the message. The monitor was removed from use.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient did not experience any symptoms at the time of the event. No treatment was performed and the batteries were replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a software upgrade issue was confirmed; however, the reported event of the system monitor not displaying parameters while connected to a patient was unable to be conclusively determined. The system monitor (serial number: (B)(6)) was tested and evaluated at the european distribution center (edc), and upon powering on the system monitor, a ¿previous software update was incomplete¿ appeared on the screen. The software upgrade was continued, and the issue resolved. The monitor was cleaned, and preventive maintenance was performed. Provided information stated that the system monitor was power cycled, and the screen issue appeared to have resolved. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order and was shipped on 28jun2017. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) section titled ¿setting up the system monitor for use with the power module¿. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. Heartmate 3 instructions for use section 4 - ¿system monitor¿ explains how to properly interpret and troubleshoot system monitor error messages. No further information was provided. The manufacturer is closing the file on this event.